Event description:
The following has been reported: the machine shows "eerror22" can not be used, we need to replace the pressure sensor kit ag sp reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No record of the device's history is available, the of number of the kit is not known. No device history log available, not applicable for this type of complaint. The part was received for investigation. As per our local procedures, trending occurrence for this defect is acceptable and no further action is triggered at this stage. The part is kept for a deeper analysis in case the occurrence increases. A new part can be ordered under warranty using https://key2.fresenius-kabi.com. This complaint has been added to our trending analysis to our knowledge this complaint is not being related to patient safety. This complaint is considered as: not confirmed. The trend is: normal.